Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. A conclusive cause of the reported event could not be determined.

Event description:
During a pt use, it was reported that the device lost power and restarted shortly to deliver a shock. The issue resulted in approx 30-60 seconds of therapy delay. The customer informed that the device issue had no adverse effects on the pt outcome. There were no further details on the event and/or the pt provided.